Manufacturer narrative:
There was no button response due to corroded keypad traces, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual display inspection. No button error alarms noted during testing.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 118 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.